Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced infection at the ipg site. Patient was prescribed antibiotics to address the issue. Issue was resolved.

Manufacturer narrative:
A patient experienced infection at the ipg site was reported to abbott. The patient was prescribed antibiotics to address the issue. The infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.